Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was positioned in the laa. The hemostasis valve would not close and they experienced a "ton" of bleed back, even after at least 5 attempts to re-thread the blue hemostasis valve. It was noted the hemostasis valve continued to leak after removed the unspecified guide wire and after introduction of the unspecified pigtail catheter. The procedure was completed with another was. No further patient complication occurred and the patient status is fine.